Event description:
It was reported that the pump exhibited a force at zero failure with -1.06 pounds and force sensor test alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition no external damage was noted. Battery communication timeout found in pump event history log. During functional testing the reported issue was able to be duplicated. The battery was not working as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery. The investigating technician did not realize the returned pump had two issues (force sensor and battery pack) associated with it, so the returned pump was investigated for a bad battery and not a check force sensor error. As a result, no investigation of the reported problem (check force sensor error) was performed. No further action is required at this point because the pump has been converted to a loaner pump, which provides for the recalibration and verification of the force sensor that is involved with the reported problem.